Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt fell but still was able to receive therapy. Impedance measurements were very intermittent. Sometimes all values were normal, other times they were high, ranging from normal to >20000 ohms. Further info was requested.